Event description:
The customer observed false reactive alinity I anti-hbs results on four patients, that were reported to medical provider. The following data was provided. Sid (B)(6), 91 years old female = 10.78 miu/ml. Sid (B)(6), 86 yeads old female =13.23 miu/ml. Sid (B)(6), 48 years old female = 11.57 miu/ml. Sid (B)(6), 52 years old male =34.86 miu/ml. The customer uses reference range =<10 miu/ml. .additional information provided on 27feb2026 sid 326021173552 = hbv dna test result was negative no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hbs reagent lot 73442fz01. Information and data provided by the customer was reviewed and supports the complaint issue. The ticket search by lot indicates that the lot performs as expected for this issue and product. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any non-conformances or deviations associated with lot 73442fz01 and the complaint issue. Field data analysis for the median patient result for the reagent lot 73442fz01 falls within the established baseline, indicating the reagent lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. All specifications were met, indicating that the lot is performing acceptably. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, list number 07p8977, lot 73442fz01.

Event description:
The customer observed false reactive alinity I anti-hbs results on four patients, that were reported to medical provider. The following data was provided. Sid (B)(6) , 91 years old female = 10.78 miu/ml sid (B)(6) , 86 yeads old female =13.23 miu/ml sid (B)(6) , 48 years old female = 11.57 miu/ml sid (B)(6) , 52 years old male =34.86 miu/ml the customer uses reference range =<10 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Updated section b6: describe event or problem: additional information provided on 27feb2026: sid (B)(6) =hbv dna test result was negative.

Event description:
The customer observed false reactive alinity I anti-hbs results on four patients, that were reported to medical provider. The following data was provided. Sid (B)(6), (B)(6) female = 10.78 miu/ml, sid (B)(6), 86 years old female =13.23 miu/ml, sid (B)(6), 48 years old female = 11.57 miu/ml, sid (B)(6), 52 years old male =34.86 miu/ml, the customer uses reference range =<10 miu/ml. Additional information provided on 27feb2026: sid (B)(6) = hbv dna test result was negative, no impact to patient management was reported.